Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low readings, possible over delivery anomaly and audio/beep anomaly. The customer's blood glucose value was 41 mg/dl. The customer stated that he was on the floor for a half hour waiting for treatment. The customer treated with six cookies. The customer stated that the drive support cap appeared normal. The customer also reported high reading of 429 mg/dl. The customer treated with complete set change. The customer was assisted with high pressure test and it passed. The product was not returned for analysis.